Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-2013-03443 and 1627487-2013-03444. The pt received 3 scs leads with different lot numbers. It was reported the pt is no longer receiving stimulation in her back. A sjm rep was unable to resolve the issue with reprogramming. No further course of action is being taken at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.